Event description:
(B)(6) in biomedical engineering stated that a kool kit was being used on a patient and the vest as well as the lower blanket leaked on the patient. (B)(6) went on to say that he tested the blanketrol unit and it tested good. (B)(6) said that the patient was a heart patient who is deceased, but it had nothing to do with the water leak. (B)(6) said that he could not give any additional information and that the form is being filled out by the risk manager. (B)(4).

Manufacturer narrative:
We have sent (B)(6) the form to fill for additional information, but he has not returned it. We have called (B)(6) back and ask about the form to get additional information. We have also requested and not received the blankets from the (B)(6) medical center. As soon as the blankets are received, an evaluation will be performed and results will be provided to FDA. Note: the initial correspondence was received on (B)(6) 2010 by our independent sales representative (isr). Due to poor communication and not communicating the facts to us in its entirety, the complaint was not opened until (B)(6), 2010. To prevent these delays in the future reporting to FDA, we have scheduled training for all of our distributors and independent sales representatives.